Event description:
A physician report that following intraocular lens (iol) implantation, the patient experienced glare, halos, blurry vision and the patient was inability to adapt to lens. The lens was explanted and replaced with a non company lens in a secondary procedure six months following the initial procedure.

Manufacturer narrative:
The product was returned for analysis.  Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.  The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided in the file that indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The product was not returned for evaluation. Information was provided that the multifocal, 21.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company , monofocal, 22.0 diopter lens model with a clinical reason for the exchange of "inability to adapt to atiol." Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Correction- the information "the product was returned for analysis" reported in initial report submitted should be "the product was not returned for analysis". The manufacturer internal reference number is: (B)(4).